Event description:
Please see h10 for customer response and updates.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, there is no image due to faulty cable unit. It was presumed that the phenomenon occurred due to the disconnection of the cable prevented communication between the processor and the camera head. Disconnection of the cable likely caused by the user's handling. As stated on the IFU (instruction for use) the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device. Further communication with the customer conveyed the following information: the event occurred on (B)(6) 2020. It was confirmed that there was no patient involvement or injury. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the camera head was compatible with the ancillary equipment being used. The instructions for reprocessing followed in "reprocessing: general policy" chapters 5 through 8 are being followed. The device was inspected. The device is being stored in a sterile hard sided container on the shelf. The cord is coiled in 14 inch coils. The camera cable does not appear to be damaged. It is unknown if the camera head has ever been dropped. There was no debris, lint or foreign objects observed on the electrical contacts. There were no kinks, twists or buckles on the cable cord.

Manufacturer narrative:
Device was evaluated. Evaluation of the device confirmed the reported issue. The device upon inspection found faulty cable unit causing no image. Device was placed for repair. Based on evaluation findings the reported issue was found to be due to faulty cable unit attributed to electronic component failure. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device was found with no image. There was no patient involvement on this event. No user injury reported.